Event description:
Outpatient PICC placement occurred on (B)(6) 2012. Small pin hole developed just distal to suture wing, requiring PICC to be removed on (B)(6) 2012. Replacement PICC was then placed on may (B)(6). The 2nd. PICC also developed a pin hole distal to the suture wing and was removed on (B)(6) 2012. No additional PICC was placed at this time. Both piccs had been placed in the left arm in the basilic vein. No pt injury or complications resulted from these events. The first PICC placed was discarded, but it has been indicated that the 2nd. PICC will be returned to navilyst medical for eval.

Manufacturer narrative:
It has been indicated that a used device will be returned to navilyst medical for eval, but to date, no sample has been delivered. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4).